Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Drifts.

Event description:
Dealer advised the foot motor will drop back down after being raised. Dealer described the rate of lowering as medium.